Manufacturer narrative:
Analysis of the pump found motor gear train anomaly, corrosion, wear and lubrication.

Event description:
It was reported that a motor stall was confirmed in the event logs with no motor stall recovery recorded. The patient did not hear the alarm but the manufacture representative could hear the audible alarm. On 2015 (B)(6), the patient developed flu like symptoms, nausea, diarrhea and shakiness. The patient had been seen in the clinic on 2015 (B)(6), for a refill and throughout the day the patient continued to have flu like symptoms , "felt like crap," and did not remember the day. On 2015 (B)(6) the patient called the clinic because their symptoms continued and was prescribed a prescription for oral hydrocodone and was told to come into the clinic on 2015 (B)(6) for a dye study. Upon interrogation on 2015 (B)(6), the pump logs showed a motor stall occurred on 2015 (B)(6) at 09:36 and had not recovered. The pump showed "stopped pump period may exceed tube set" on 2015 (B)(6) at 09:34. There was also a motor stall logged on 2015 (B)(6) at 08:35 and a motor stall recovered logged on 2015 (B)(6) at 01:12. There had been no electromagnetic interference (emi). The cause of the motor stall was undetermined. The dye study was performed to make sure the catheter was fine; catheter dye study was normal. It was noted that the patient was started on oral medications. The healthcare provider (hcp) was going to put the patient on oral morphine until tuesday (2015 (B)(6)). The pump was going to be replaced on 2015 (B)(6). The manufacture representative followed up and confirmed that the pump was replaced on 2015 (B)(6). The patient was "in recovery bay" and was recovering stable. The pump system was delivering compound morphine, compound baclofen and bupivacaine. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump also found pump motor gear train anomaly stall due to shaft-bearing.